Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the rite electrical test due to failed ground bond test and failed the rite functional test. However, during evaluation, baxter service personnel checked the total ground bus resistance and found the resistance range to be from 0.003 to 0.006 ohm, which is within specifications. The ground wiring and connection points were also checked with no issues were found. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.